Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device to left side cornu/ failure to occlude fallopian tube'), pelvic pain ('severe pelvic pain/ pain') and circulatory collapse ('collapse') in an adult female patient who had essure (batch no. 50704231 / a22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1992, (B)(6) 1995, (B)(6) 2006), miscarriage and smear cervix abnormal. (B)(6) 2013 pelvis x-ray - unilateral left side essure device observed in left hemipelvis; no other essure device is seen (B)(6) 2016 ultrasound pelvis with transvaginal - normal ultrasound examination of the uterus and ovaries (B)(6) 2016 surgical pathology: uterus, cervix, left and right tubes - preoperative diagnosis: abnormal uterine bleeding, pelvic pain gross description: the anterior myometrium measures 2.2 cm and the posterior myometrium measures 2 cm in thickness. There are no myometrial masses identified. An intrauterine device resembling an essure is identified on the left side cornu. The bilateral fallopian tubes are received detached from the uterus. Both fallopian tubes are unremarkable. No essure devices are found in either fallopian tube. Final pathologic diagnosis: uterus with cervix: proliferative endometrium, intrauterine device (possibly essure). Fallopian tubes bilateral: no significant histopathologic changes; benign paratubal cyst. Concurrent conditions included body mass index normal, menses irregular, breast pain female, anxiety, rectal polyp, benign ovarian cyst and mammoplasty. Concomitant products included from may 2013 to may 2016, hydromorphone hydrochloride (dilaudid) since (B)(6) 2016 and ibuprofen from may 2013 to may 2016. In *b(*6( 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain abdomen (constant, extreme sometimes causing collapse and nausea)"), nausea ("nausea") and back pain ("pain lower back (constant, extreme sometimes causing collapse and nausea)"). In 2013, the patient experienced device expulsion ("failed essure occlusion of right tube/ right side had fallen out again"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced circulatory collapse (seriousness criterion medically significant) and pain in extremity ("pain legs (a few weeks out every month, extreme)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion and circulatory collapse outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, back pain and pain in extremity had resolved. The reporter considered abdominal pain, back pain, circulatory collapse, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent tubal ligation on (B)(6) 2013 as per pfs essure insertion date was (B)(6) 2013 wherea as per medical record the insertion date was (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). I was advised the right side had fallen out again, and that we needed to proceed with tubal ligation.; on (B)(6) 2013: results: unilateral occlusion (left tube occluded). I was advised the right side had fallen out again, and that we needed to proceed with tubal ligation.. Pregnancy test urine - on (B)(6) 2013: results: negative; on (B)(6) 2016: results: negative. X-ray of pelvis and hip - on (B)(6) 2013: results: unilateral occlusion (left tube occluded).; on (B)(6) 2013: results: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical records: confirming dysmenorrhea, pelvic pain, menorrhagia, there was no right-side device on that exam. Lot number: 50704231 manufacture date: 2012/11 expiration date: 2015/11 . Lot number: a22177 manufacture date: 2012/06 expiration date: 2015/06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome for pain, nausea, cramping, dyspareunia, abnormal bleeding, menorrhagia were updated from unknown to recovered/ resolved. Onset dates updated. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device to left side cornu/ failure to occlude fallopian tube') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure (batch no. 50704231, a22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1995, (B)(6) 2006), miscarriage and smear cervix abnormal. (B)(6) 2013 pelvis x-ray - unilateral left side essure device observed in left hemipelvis; no other essure device is seen (B)(6) 2016 ultrasound pelvis with transvaginal - normal ultrasound examination of the uterus and ovaries (B)(6) 2016 surgical pathology: uterus, cervix, left and right tubes - preoperative diagnosis: abnormal uterine bleeding, pelvic pain gross description: the anterior myometrium measures 2.2 cm and the posterior myometrium measures 2 cm in thickness. There are no myometrial masses identified. An intrauterine device resembling an essure is identified on the left side cornu. The bilateral fallopian tubes are received detached from the uterus. Both fallopian tubes are unremarkable. No essure devices are found in either fallopian tube. Final pathologic diagnosis: uterus with cervix: proliferative endometrium, intrauterine device (possibly essure). Fallopian tubes bilateral: no significant histopathologic changes; benign paratubal cyst. Concurrent conditions included body mass index normal, menses irregular, breast pain female, anxiety, rectal polyp, benign ovarian cyst and mammoplasty. Concomitant products included from (B)(6) 2013 to (B)(6) 2016, hydromorphone hydrochloride (dilaudid) since (B)(6) 2016 and ibuprofen from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain abdomen (constant, extreme sometimes causing collapse and nausea)"), nausea ("nausea") and back pain ("pain lower back (constant, extreme sometimes causing collapse and nausea)"). In 2013, the patient experienced device expulsion ("failed essure occlusion of right tube/ right side had fallen out again"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced circulatory collapse ("collapse") and pain in extremity ("pain legs (a few weeks out every month, extreme)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, circulatory collapse and device expulsion outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, back pain and pain in extremity had resolved. The reporter considered abdominal pain, back pain, circulatory collapse, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent tubal ligation on (B)(6) 2013 as per pfs essure insertion date was (B)(6) 2013 wherea as per medicasl record the insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). I was advised the right side had fallen out again, and that we needed to proceed with tubal ligation.; on (B)(6) 2013: results: unilateral occlusion (left tube occluded). I was advised the right side had fallen out again, and that we needed to proceed with tubal ligation.. Pregnancy test urine - on (B)(6) 2013: results: negative; on (B)(6) 2016: results: negative. X-ray of pelvis and hip - on (B)(6) 2013: results: unilateral occlusion (left tube occluded).; on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirming dysmenorrhea, pelvic pain, menorrhagia, there was no right-side device on that exam. Lot number: 50704231 manufacture date: 2012/11 expiration date: 2015/11. Lot number: a22177 manufacture date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device to left side cornu"), pelvic pain ("severe pelvic pain/ pain") and circulatory collapse ("collapse") in a female patient who had essure (batch no. 50704231 / a22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1995, (B)(6) 2006) and miscarriage. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2016 and ibuprofen from (B)(6) 2013 to (B)(6) 2016. In (B)(6) 2013, the patient experienced device expulsion ("failed essure occlusion of right tube/ right side had fallen out again"). In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain abdomen (constant, extreme sometimes causing collapse and nausea)"), circulatory collapse (seriousness criterion medically significant), back pain ("pain lower back (constant, extreme sometimes causing collapse and nausea)") and pain in extremity ("pain legs (a few weeks out every month, extreme)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, device expulsion, nausea, circulatory collapse, dysmenorrhoea, dyspareunia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, circulatory collapse, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent tubal ligation on (B)(6) 2013 as per pfs essure insertion date was (B)(6) 2013 wherea as per medicasl record the insertion date was (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded).; on (B)(6) 2013: unilateral occlusion (left tube occluded). Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2016: negative x-ray of pelvis and hip - on (B)(6) 2013: unilateral occlusion (left tube occluded).; on (B)(6) 2013: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the followingone/ones were were describein patient's medical recordes: confirming dysmenorrhea, pelvic pain, menorrhagia, there was no right-side device on that exam. Most recent follow-up information incorporated above includes: on 1-feb-2018: new events added: failed essure occlusion of right tube/ right side had fallen out again , abnormal bleeding (vaginal, menorrhagia), migration of essure device to left side cornu, nausea, collapse, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower back (constant, extreme sometimes causing collapse and nausea), pain legs (a few weeks out every month, extreme)."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain") and menorrhagia ("increased menstrual bleeding"). The patient was treated with surgery (essure removal). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered pelvic pain, abdominal pain and menorrhagia to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain followed by a surgery to remove micro-inserts, around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device to left side cornu"), pelvic pain ("severe pelvic pain/ pain") and circulatory collapse ("collapse") in a female patient who had essure (batch no. 50704231 / a22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1992, (B)(6) 1995, (B)(6) 2006) and miscarriage. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2016 and ibuprofen from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)").in 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("failed essure occlusion of right tube/ right side had fallen out again") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain abdomen (constant, extreme sometimes causing collapse and nausea)"), circulatory collapse (seriousness criterion medically significant), back pain ("pain lower back (constant, extreme sometimes causing collapse and nausea)") and pain in extremity ("pain legs (a few weeks out every month, extreme)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, device expulsion, nausea, circulatory collapse, dysmenorrhoea, dyspareunia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, circulatory collapse, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent tubal ligation on (B)(6) 2013 as per pfs essure insertion date was (B)(6) 2013 wherea as per medicasl record the insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded).; on (B)(6) 2013: unilateral occlusion (left tube occluded). Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2016: negative x-ray of pelvis and hip - on (B)(6) 2013: unilateral occlusion (left tube occluded).; on (B)(6) 2013: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: confirming dysmenorrhea, pelvic pain, menorrhagia, there was no right-side device on that exam. Lot number: 50704231, manufacture date: 2012/11, expiration date: 2015/11. Lot number: a22177, manufacture date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.